Manufacturer narrative:
Device identifiers have been requested. The device is not available for evaluation (no reason provided). Corneal edema and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in a patient in combination with cataract surgery (date unknown). Postoperatively, the surgeon explanted the microstent as a precaution because the patient had corneal edema for 2-3 weeks and was unresponsive to the change in steroid treatment. The microstent was reported to be well positioned in the anterior chamber, there was no microstent contact with iris or cornea, and the device was easy to remove from the canal. The surgeon stated that he did not know the cause of the corneal edema and he could not rule out surgery. Additional information has been requested.

Manufacturer narrative:
Device identifiers were requested, but no response was received. Therefore, a review of the device history records could not be conducted. The explanted microstent was returned to ivantis for evaluation. The delivery system was not returned. The microstent met dimensional and visual specifications. Functional testing using the microstent and a known good delivery system was performed; the delivery system functioned as intended during advancement, release, retraction and recapture, there were no issues found. Based on the information provided by the surgeon and the results of the device evaluation, the cause of the corneal edema is unknown. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following update to ivantis on november 20, 2020. The patient's corneal edema had not yet fully resolved. The patient was scheduled to be examined later that day ((B)(6) 2020); however, despite several attempts to gather further details, none are available.